Event description:
Customer reported adc meter results of 82mg/dl taken at 0800, 74 mg/dl taken at 1330 and 68 mg/dl taken at 1930 in 2009. The customer stated all of the readings were lower than she felt she was. She stated she experienced a medical event that morning where she felt "funny" after eating and took insulin. She then tested and "it read low" (no specific reading reported). No third party medical intervention was reported. There was no report of death or permanent impairment associated with this case.

Manufacturer narrative:
Retain samples from test strip lot 0822524 have been tested and one of eight retain vials was confirmed to also produce low results with control solution testing. Further observation observed a scratch in the channel of the carbon side of the strip. The scratch completely severs the channel causing an electrical "open". The location of the scratch leaves half of the carbon area to conduct charge during the reaction, potentially resulting in a low reading. These erroneous results may occur in the "c" zone of the parkes error grid, and as such, have the potential to be clinically significant. Remedial action was reported to the office on 10 jun 2009.